Event description:
Customer reported issues with the insulin pump. Customer states that there is a partial display. Customer states that the blood glucose reading is 109 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test. No missing segments were noted and the display functioned properly while buttons were pressed. No display anomaly occurred during testing. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.